Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare, (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was received at fisher & paykel healthcare (fph) and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a 2mm x 3mm hole about 13cm from the proximal connector. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine how the expiratory limb came to be damaged, but based on our visual inspection the limb appeared to have been punctured by a blunt object. All rt235 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is set aside for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt235 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb. -set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit failed the servo ventilator leak test and that they found a pinhole in the expiratory limb. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit failed the servo ventilator leak test and that they found a pinhole in the expiratory limb this was found prior to patient use.